Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 it was reported that during use, the cardiosave intra-aortic balloon pump (iabp) that the arterial cannot be displayed. There was patient involvement reported and no injury or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the device was tested by connecting a test catheter and a test trainer. The pressure values and other values displayed on the screen. The user was directed to application support since it is thought to be an application issue rather than with the device. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a

Event description:
It was reported that, cardiosave intra-aortic balloon pump (iabp) could not obtain arterial measurements while the device was connected to the patient. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.